Event description:
Per the audiologist, the pt was hit in the head and since the incident could no longer hear with the cochlear implant sys. Exchanging the external equipment did not alleviate the problem. Results of an integrity test done in 2008 showed the implant was not functioning. Explantation/reimplantation is planned, but had not been scheduled at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This type of event is addressed in the device labeling.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2009. The patient was reimplanted with a new device (B)(6), 2010 this report is filed (B)(4), 2011.